Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of 94 mg/dl on the guide system at 6:49 p.m. The patient started to feel hypoglycemia, she fainted and was unconscious at approximately 7:00 p.m. The paramedics were called and approximately 15 minutes later, the blood glucose result was 29 mg/dl on the paramedic's meter. The patient was treated with an unknown IV. The patient was not taken to the hospital.